Event description:
It was reported that, after the implant procedure of this artificial urinary sphincter (aus), the patient experienced several episodes of urine retention, make it necessary to deactivate the pump and perform a delayed bladder catheterization. The patient developed a urinary tract infection requiring hospitalization for intravenous antibiotic therapy, requiring a safety cystostomy until the condition improve. The patient also developed hyperemia and phlogosis in the inguinal region, associated with fever. A surgical procedure was performed in which all components were removed. There were no further patient complications reported.

Event description:
It was reported that, after the implant procedure of this artificial urinary sphincter (aus), the patient experienced several episodes of urinary retention, making it necessary to deactivate the pump and perform a delayed bladder catheterization. The patient developed a urinary tract infection requiring hospitalization for intravenous antibiotic therapy, requiring a safety cystostomy until the condition improved. The patient also developed hyperemia and phlogosis in the inguinal region, associated with fever. A surgical procedure was performed in which all components were removed. There were no further patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, and leak tested. The cuff passed the visual inspection. No damage or abnormalities were found. The cuff passed the leakage test. The balloon was visually inspected, leak and functionally tested. Visual examination revealed that the balloon was identified to have folds. The balloon passed the leakage test. The balloon failed functional testing with an output pressure reading above the specification. The pump was visually inspected, leak and functionally tested. Visual examination revealed that the pump had bodily fluid in the block chamber. The pump passed the leakage test. To avoid damaging the test equipment, the control pump was not functionally tested. Based on the information available and analysis results, the reported patient symptoms of fever, urinary tract infection, inflammation, urinary retention and redness are known risks associated with ams 800 procedures and are noted as such in the device instructions for use; therefore, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, after the implant procedure of this artificial urinary sphincter (aus), the patient experienced several episodes of urine retention, make it necessary to deactivate the pump and perform a delayed bladder catheterization. The patient developed a urinary tract infection requiring hospitalization for intravenous antibiotic therapy, requiring a safety cystostomy until the condition improve. The patient also developed hyperemia and phlogosis in the inguinal region, associated with fever. A surgical procedure was performed in which all components were removed. There were no further patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to fever, infection, inflammation, urinary retention, redness which are addressed in our labeling and risk documentation.